Event description:
It was reported that this right ventricular (rv) lead exhibited possible infection. Reportedly, the patient experienced a pain and a lump around or over the device. And was referred to a physician. This rv lead remains in service. There was no adverse patient effects were reported.